Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reported having pain over the implant area when using the audio processor. The implant site appears healthy with no swelling or redness present. The device was explanted. The device explantation reported a 'recurrent dysfunction of the implant'. As per further information received: the statement 'recurrent dysfunction of the implant' should describe the fluctuation in hearing the user was reporting to the physician. First activation of the new device and a check to see if the pain is still present when wearing the device will be performed in 4 weeks time.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced pain over the implant when using the audio processor. Device investigations did not reveal any device defect which is expected to have been present whilst implanted or would explain the reported painful sensations. Mechanical damages found are most likely related to the explantation surgery. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The user reported having pain over the implant area when using the audio processor. The implant site appears healthy with no swelling or redness present. The device was explanted. The magnet being used was the standard. The device explantation reported a 'recurrent dysfunction of the implant.' As per further information received: the statement 'recurrent dysfunction of the implant' should describe the fluctuation in hearing the user was reporting to the physician. First activation of the new device has taken place and everything is fine. The user is no longer experiencing pain at the implant area.